Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter, and the patient experienced pericardial effusion that required pericardiocentesis. After the case was done, a pericardial effusion was noticed. The physician noticed there was a drop in blood pressure on the patient. The slight pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 180 cc of fluid was removed, and 180 cc of blood was added to the patient. The patient was reported to be in stable condition and was recovering. The physician did not mention what they thought caused the pericardial effusion. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the patient had difficult anatomy and a repeat ablation. No cardiac surgery required. Three catheter exchanges noted, but unsure, since created geometry with the ablation catheter, mapped with the octaray, and then ablated. No transseptal puncture done, since stayed in right atrium. Prior to noting the pericardial effusion, ablation was performed, and there was evidence of steam pop, and the physician claimed felt a small steam pop. It was during the last few deliveries of radio frequency (rf) when completing the case. Irrigated catheter used with flow settings of low flow 8 and high flow 15, and correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation or error messages observed on biosense webster equipment during the procedure. Force visualization features used were vector/visitag, and visitag module parameter was tag index. Color options used was fti, and no additional filter used.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-may-2025. Exact information when steam pop was ¿felt¿ by the physician is not available, but overall complete information for the ablation performed was average temperature 23, impedance maximum of 122, minimum 89, and average drop of 8. Power maximum was 46 and average was 41. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).